Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported septic shock could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established. It was communicated that the customer would not provide any further information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists sepsis, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported, the IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 lvas as well as a potential last postimplant complication. Additionally, several sections of the IFU and patient handbook provide care instructions in regard to preventing infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to septic shock and acute respiratory distress syndrome (ards). The septic shock was developed after surgery which led to ards and death. The pump operated as intended. The death was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.